Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the intra-aortic balloon pump (iabp) it was noted that the pump had a short runtime while on transport. The pump was not swapped out. There was no report of patient complication or serious injury and death. As a result, the field service tech was called to service the pump and the findings that was found was that the battery was "dead". Also, noted was the speaker cable plugged into the wrong connector therefore the speaker did not work. The field service engineer (fse) replaced the battery and missing hardware. The fse performed a check-out on the pump. The unit checked okay.

Event description:
It was reported that on the intra-aortic balloon pump (iabp) it was noted that the pump had a short runtime while on transport. The pump was not swapped out. There was no report of patient complication or serious injury and death. As a result, the field service tech was called to service the pump and the findings that was found was that the battery was "dead". Also, noted was the speaker cable plugged into the wrong connector therefore the speaker did not work. The field service engineer (fse) replaced the battery and missing hardware. The fse performed a check-out on the pump. The unit checked okay.

Manufacturer narrative:
(B)(4). The returned battery was a non-teleflex battery; therefore, no functional testing can be performed. However, the reported complaint of "short battery runtime" was confirmed by the field service engineer during the repair of the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.